Event description:
It was reported that following a percutaneous coronary intervention (pci) on a thin diabetic pt, a 6f angio-seal was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 7.0mm lumen diameter. Hemostasis was not achieved, and a hematoma formed. Manual compression was applied to the puncture site for approx 15 minutes and hemostasis was confirmed. The physician noted the hematoma to be approx 8 cm in size. The pt was placed on bed rest until the next morning. The next day, when the pt was released from complete rest, it was confirmed that the hematoma had not increased in size. In the afternoon, the pt reported pain in the femoral area. Swelling in the groin increased and a pseudoaneurysm was also noted. Two days later, CT angiography and an ultrasound were performed and the pt underwent surgery based on these findings. The surgeon stated that the anchor had been deployed outside of the artery. The pt is reportedly recovering. The physician who deployed the angio-seal was in the training process for angio-seal sts plus and the st. Jude medical sales rep was present. The pt was reportedly recovering.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. Five photographs, each showing material consistent in appearance with an angio-seal anchor, collagen, and suture, were received with the incident. The photographs were visually examined; no other components were visible, and no components were returned. Based solely upon the aforementioned photographs, it appears that the suture was threaded through the anchor, the suture ends disappearing at or within the collagen mass. Neither the knot nor any other portion of the suture was visible. No add'l eval was possible. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.